Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au480 clinical chemistry analyzer. The fse inspected the instrument and found a loose buffer syringe and retightened. The failure mode was identified as malfunctioning hardware. The fse cleaned the sample pot, flowcell, replaced ise (ion selective electrode) tubing, and buffer valves which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported low anion gaps and false low sodium result for one (1) patient, involving the au480 clinical chemistry analyzer. The false low sodium results were not reported outside the laboratory. The customer repeated the sample on an alternate instrument and obtained results considered correct by the customer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. Sodium patient data was provided for one (1) patient.